Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker was oversensing myopotential noise that was causing pacing inhibition for the patient with periods of asystole lasting two to three seconds. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.